Event description:
The occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed intervention on the vessel. The physician attempted to deflate the occlusion balloon, however the occlusion balloon would not respond. The device was removed and replaced with another to complete the case.